Event description:
This lead was explanted due to microdislodgement. No adverse patient side effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 36 cm proximal to the lead tip. Only the distal fragment with a stuck explantation tool was received for analysis. The proximal fragment including the is-1 connector pin was not returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection demonstrated cuts in the insulation which occurred most likely during the retraction procedure. In addition, abrasion marks were observed. However, the insulation was intact in these areas. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported high thresholds. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.